Manufacturer narrative:
Based on the device identification the complaint databases were reviewed from 2004 to present for similar reported events regarding trial cracking and/or fracture. There have been no other events for the lot referenced. Visual inspection: the reported event was confirmed. The triathlon cr trial fractured into two pieces. Scratches and indentations were observed on the articulating surface, underside, and distal rails. Conclusions: the reported event was confirmed. The triathlon cr trial fractured into two pieces. Scratches and indentations were observed on the articulating surface, underside, and distal rails. The reported device is under the scope of an nc . The device is now obsolete and was replaced by a new design, the modified hollow trials, catalogs: 5530-t-xxxa and 5532-t-xxxa.

Event description:
Surgeon broke 6-9mm poly and 7-9mm poly trials.

Manufacturer narrative:
When completed, the investigation results will be submitted in a supplemental report.

Event description:
Surgeon broke 6-9mm poly and 7-9mm poly trials.